Manufacturer narrative:
The device from the reported event has been returned to angiodynamics, however the evaluation has not yet been conducted. Upon completion of the investigation, a supplemental medwatch will be submitted. ((B)(4)).

Event description:
As reported by angiodynamics' distributor in the (B)(4), " PICC line inserted (B)(6) 2016 and as soon as it was flushed, blood was tracking back." The device was removed and replaced, and has been returned to angiodynamics for evaluation. No patient complications were reported.

Manufacturer narrative:
A review of the device history records was performed for the indicated packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. The (B)(6) 2016 angiodynamics complaint report was reviewed for the bioflo PICC product family and the failure mode "bleed back - catheter removed. " no adverse trend was indicated. When the returned, used catheter was visually examined no blood was noted in the purple valve extension tubing. The valve was visualized microscopically, and the valve disc was confirmed to be slit and centered. There were no molding/manufacturing related non-conformances noted to the returned sample. Additionally, there were no kinks, compressions or other damage noted to the returned catheter. During the cleaning process a 10ml syringe was used to infuse the cleaning solution through the valve and through the catheter. Infusion was performed with no difficulties. A guidewire (0.018") was inserted through the lumens of the returned sample without difficulty, confirming patency. The infusion and aspiration pressures were measured on the pasv valve using a water column and a ruler: both were found to meet specification. The catheter tip ID and od were also measured and found to meet specification. The reported complaint could not be confirmed, nor could a root cause for blood backing up into the extension tube be determined, as the returned device met specification and appeared to function as intended. Manufacturing process controls for the PICC include a 100% a visual inspection for molding defects and a guidewire insertion test to verify lumen patency. In addition, all catheters are 100% sprint tested after the guidewire verification to ensure the catheter does not leak. A 100% infusion test is performed to ensure that the valve opens under pressure in the infusion direction, and that the valve then closes under a defined amount of pressure. Additionally, all valves are visually inspected to verify that the disc is centered in the valve. If the disc is off-center, the valve assembly is scrapped. A 100% aspiration test is performed on all valves that pass the infusion test. This test ensures that the valve opens in the aspiration direction and then closes under a defined amount of pressure. The bioflo PICC dfu (directions for use) that is supplied in the applicable kit provides guidelines for the preferred method for blood sampling. (B)(4).